Event description:
It was reported that the core impaction drill was overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add¿l info will be submitted once the quality investigation is completed.